Event description:
During pci, the "tip of the minamo wire" was broken and retained in the coronary artery. No additional details were known. I will follow up with account and will be on-site on may 17th.

Event description:
During pci, the "tip of the minamo wire" was broken and retained in the coronary artery. No additional details were known. I will follow up with account and will be on-site on may 17th. A minamo wire was attempted, but given calcification and severe tortuosity, was unable to cannulate the distal vessel. The severe tortuosity and calcification in the rca resulted in shearing of the minamo tip which was retained in the mid-rca at the site of the occlusion.